Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during transport, the device alarmed. Complainant alleged that during subsequent testing, the device failed self test for defib and pace functions. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The processor/bridge/pace board and the ECG board were replaced as a precaution. The customer did receive a replacement device. Analysis of reports of this type has not identified an increase in trend.